Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on removal of the wire from the power PICC it was found to be in two halves on the drape . The PICC was removed from the patient because it was a failed insertion . No harm to patient and no retained wire.